Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, when connecting the 30-degree endoscope (serial #(B)(6), it was turning upside-down by itself. The customer reconnected both the sterile adapter and the endoscope, and they managed to control it, but they wanted to double check if the system was working well. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found several instances of error 23003 pointing to the universal surgical manipulator (usm) axis connected to the endoscope was not able to move freely. The tse explained that this issue was most likely related to the endoscope disks not able to move correctly. The surgeon elected to continue with the same endoscope. The tse suggested to replace the endoscope if needed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report.